Event description:
Clinic notes dated (B)(6) 2012 were received on (B)(6) 2013 and indicated that this vns patient had a history of syncope. Attempts for additional information have been unsuccessful.

Event description:
Additional information was received on (B)(4) 2013 that the syncope was not related to vns. Product information was also obtained.